Manufacturer narrative:
B7: patient has a history of refractive surgery claim# (B)(4).

Manufacturer narrative:
Weight- unk, ethnicity- unk, race- unk, date rec¿d by MFR- this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -01.75 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem.